Event description:
It was reported that the lead had t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead also had an increase in impedance and has been explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead also had an increase in impedance and has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:04. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace= 528 to 1184 ohms peak, between (B)(6) 2010 and (B)(6) 2011. Ventricular nst (non-sustained tachycardia) <=180 ms average v-cycle on (B)(6) 2010 in the timeframe between 08:23:36 and 08:34:53. Vf=210 ms on (B)(6) 2010 16:16:14.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:04. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace= 528 to 1184 ohms peak, between (B)(6) 2010 and (B)(6) 2011. Ventricular nst (non-sustained tachycardia) <=180 ms average v-cycle on (B)(6) 2010 in the timeframe between 08:23:36 and 08:34:53. Vf=210 ms on (B)(6) 2010 16:16:14. Proximal conductor fractured, the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched; full lead in segments returned and analyzed.

Event description:
It was reported that the lead had t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead also had an increase in impedance and has been explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the lead had t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2011, it was further reported that the lead also had an increase in impedance and has been explanted and replaced.

Event description:
It was reported that the lead had t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2010 02:15:04. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace= 528 to 1184 ohms peak, between (B)(4) 2010 and (B)(4) 2011. Seven - ventricular nst (non-sustained tachycardia) <=180 ms average v-cycle on (B)(4) 2010 in the timeframe between 08:23:36 and 08:34:53. One - vf=210 ms on (B)(4) 2010 16:16:14. (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) impedance - high resistance/impedance (B)(4) 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2010 02:15:04. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace= 528 to 1184 ohms peak, between (B)(4) 2010 and (B)(4) 2011. (B)(4) sensing - oversensing. (B)(4) seven - ventricular nst<=180 ms average v-cycle on (B)(4) 2010 in the timeframe between 08:23:36 and 08:34:53.1 - vf=210 ms on (B)(4) 2010 16:16:14.